Manufacturer narrative:
Approximate age of device ¿ 77 days. The system controller was returned to the manufacturer but evaluation is not yet completed. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had elevated pump power and flow readings at home. The patient was asymptomatic during the event. The pocket system controller was exchanged; however, the power and flow readings were still elevated. The patient was later re-admitted due to continued elevations in power and flow. The patient's lactate dehydrogenase level was noted to be slightly elevated and heparin was administered. The following day, a decision was made to switch the patient to an epc system controller. The readings were fine on the new system controller; however, it is unknown if the improved parameters were due to the system controller change or the heparin. The patient remains in the hospital and continues to be monitored.

Manufacturer narrative:
The report of elevated pump power and flow readings was confirmed through the log file analysis. The log file contained approximately 18 days of data. Starting at 7:28am on (B)(6) and until the driveline was disconnected flow was captured in the 7.7-9.7 watt range and power was in the 5.4-6.8 watt range. At the time of the power and flow elevations the system controller was being supported by batteries. The returned system controller passed functional testing using thoratec's laboratory equipment and was able to support a mock circulatory loop for an extended period of time, without any atypical alarms or events being captured. No atypical power or flow elevations were reproduced during testing and the returned system controller was found to function as intended. A correlation between the device and the reported power and flow elevations captured in the log file could not be conclusively determined. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided, by the vad coordinator, indicating that the patient is at home without issue.